Event description:
It was reported that a retracta detachable embolization coil was difficult to deploy during an unknown procedure for an unknown patient. The surgeon inserted the device into the patient's target vessel and made multiple attempts to deploy the coil with a torque device; however, all attempts were unsuccessful. The surgeon then tried to remove the coil from the patient, and as the device was withdrawn, the coil detached and remained in the patient's aneurysm. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - title: sr. Clinical risk advisor. H3 - device evaluated by mfg?: device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.